Event description:
Provider states the motors are leaking grease and chair is pulling to the left; no noise.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.